Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004, the pt underwent catheterization using ivus. The physician decided to treat a lesion in a non tortuous left anterior descending (lad) artery the following day. The following day, the physician direct stented a taxus express2 8.8% 3.5x20 mm drug eluting stent in the proximal lad. He deployed the stent at 15 atms for 50 seconds. The pt was given IV lovenox and integrilin during the procedure. Three days later the pt presented at medical center with chest pain. A thrombosis was confirmed at the proximal lad stented site. The treatment was a zeta stent placed inside the taxus stent. The pt was given plavix post procedure. It was reported that two hours later the pt returned still complaining of chest pain. A balloon pump was placed as well as a pacemaker for irregular rhythm. The pt's condition is reported as good.